Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit and the endoscopic image was flickered intermittently due to failure of the cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the following. The phenomenon which the image was not displayed might be attributed to the failure of the ccd unit due to the deterioration of the material of the ccd by ultraviolet rays. The flickering intermittently image might be attributed to the failure of the cable due to the user handling and/or the deterioration. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the image of the subject device was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.